Manufacturer narrative:
Additional information: date of birth: unknown, information not provided. Weight and ethnicity: unknown, information not provided. Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. Device evaluated by MFR: the device was not returned for analysis as the product was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully implanted in the patient's ocular sinister (left eye) and removed during the same procedure due to a bent haptic. Suture(s) were required and the procedure was completed using a non-johnson & johnson surgical vision lens. The iol was discarded and is not available for return. Patient outcome post-procedure was reported as fine. No further information is available.